Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by (B)(6) at (B)(6) hospital and medical center.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by (B)(6) at (B)(6) hospital and medical center.

Manufacturer narrative:
Date sent to the FDA: 01/11/2017. (B)(4). Additional information: other relevant history. Additional narrative: it was reported that following insertion the patient experienced urinary frequency, urinary incontinence, urinary leakage, nocturia, and urinary urgency.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, urinary leakage, nocturia, and urinary urgency.